Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while loading a cartridge. The syringe needle was changed twice and after the third needle change, the cartridge was loaded. Blood glucose was not impacted.